Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this device was an attempted implant due to lead to device connection issue. Atrial lead impedance through device was greater than 3000 ohms; however; lead impedance measurements through the pacing system analyzer (psa) was 450 ohms. Troubleshooting was performed and the associated right ventricular (rv) lead was interfaced to the atrial port and impedance measurements were out of range. Therefore, the physician requested a replacement device and normal pacing impedance measurements were confirmed. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.